Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to double-counting. Boston scientific technical services (ts) was contacted and confirmed that this over-sensing resulted in the therapy delivery, but the rhythm was indeed a ventricular arrhythmia. Ts provided potential reprogramming options should the physician prefer this rhythm to not be treated by the device. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.